Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, low ventricular lead impedance was noted in the unipolar configuration. Lead testing via the pacing system analyzer found normal unipolar impedance values. The pulse generator was explanted and replaced. The patient was in good condition post procedure.